Event description:
It was reported during a prostate procedure @ 18,021 joules of use and 2:46 minutes ¿tip rupture¿ was observed. The procedure was completed using a second fiber. There were ¿no further complications¿ reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber glass cap exhibited a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture rotated independently of metal cap; the glass cap exhibited severe devitrification at the output window; the metal cap exhibited severe char; the metal cap exhibited signs of melting; the outer flow tubing exhibited moderate contamination, likely biologic. Based on the analysis above, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber. (B)(4).